Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.